Event description:
It was reported by the surgery buyer that the device was used during a hemorrhoidopexy. It was reported that "it did not work. Another device was opened nd worked fine". The procedure was completed without consequence to the patient. In a conversation with the patient on 4 dec 2006, she states since this procedure, she has suffered post traumatic stress disorder, depression, fecal incontinence, and a loss of sensation on the left side of the rectum. A copy of the operative report was received. See attached report.

Manufacturer narrative:
H3. Evaluation summary: the analysis results found that the instrument arrived in good visual condition. There were no staples present and the breakaway washer was fully cut, indicating that the instrument had been fired through a complete firing stroke. The instrument was reloaded, cycled, fired, cut, and formed all the staples around the entire staple ring, as well as completely cut the breakaway washer and the test media without incident. The instrument fired without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.